Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation, prominent primary chordae, thick leaflets, restricted posterior leaflet and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient when the anterior leaflet became caught on the leaflet. Troubleshooting was performed unsuccessfully and the leaflet was torn. The clip was then successfully removed from the patient. The procedure was discontinued, the final mr remained at grade 4. There were no adverse patient sequela or clinically significant delays reported.